Event description:
It is reported that a customer has been receiving sensor connecting to the transmitter. The patient's blood glucose was unknown at the time of the call. The customer stated that when the sensor was removed a piece of the sensor was missing. The customer was afraid that the missing piece may be stuck in the body. The customer was informed that the missing piece most likely retracted into the sensor and not in the body. The customer was advised to call back to trouble shoot the issue with the help line the next time the issue occurs. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.